Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.